Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramps") and headache ("headaches"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed in november 2017. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, abdominal pain, abdominal pain lower and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, fatigue, genital haemorrhage, headache and pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. Incident . No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a 27-year-old female patient who had essure (batch no. 626347) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included morbid obesity, hypertension, anemia, cervicitis, uterine cervical squamous metaplasia and bleed in luteal cyst. Concomitant products included amlodipine besilate (norvasc) since 2008, atenolol since 2016, ferrous sulfate since 2017, hydrochlorothiazide and lisinopril. On (B)(6)2008, the patient had essure inserted. In 2009, the patient experienced fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("cramps") and headache ("headaches"). The patient was treated with surgery (total laparoscopic hysterectomy with right salpingo-oophorectomy. Salpingectomy. Lysis of adhesions). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, fatigue, abdominal pain, abdominal pain lower, headache, vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal discharge and weight increased outcome was unknown and the genital haemorrhage was resolving. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Current weight: 275 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.1 kg/sqm. Biopsy endometrium - on (B)(6)2017: results: no endometrial tissue; on (B)(6)2017: results: benign. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: vaginal haemorrhage, lower abdominal pain, menorrhagia." Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc - product technical complaint . Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a 27-year-old female patient who had essure (batch no. 626347) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included morbid obesity, hypertension, anemia, cervicitis, uterine cervical squamous metaplasia and bleed in luteal cyst. Concomitant products included amlodipine besilate (norvasc) since 2008, atenolol since 2016, ferrous sulfate since 2017, hydrochlorothiazide, hydrocodone, lisinopril, naproxen and paracetamol (acetaminophen). On (B)(6)2008, the patient had essure inserted. In (B)(6)2009, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), migraine ("migraine/ headaches"), vaginal discharge ("vaginal discharge") and headache ("headaches/ migraines"). In (B)(6)2015, the patient experienced fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and anaemia ("blood or heart condition: anemia") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("cramps"). The patient was treated with iron and surgery (total laparoscopic hysterectomy with right salpingo-oophorectomy. Salpingectomy. Lysis of adhesions). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal haemorrhage, menorrhagia and weight increased was resolving and the fatigue, abdominal pain lower, migraine, dysmenorrhoea, vaginal discharge, headache and anaemia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anaemia, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Current weight: 275 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.1 kg/sqm. Biopsy endometrium - on (B)(6)2017: results: no endometrial tissue; on (B)(6)2017: results: benign. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: vaginal haemorrhage, lower abdominal pain, menorrhagia." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2019: pfs received- new events migraine, blood or heart condition: anemia were added. Outcome of pelvic pain, vaginal haemorrhage, menorrhagia, weight increased updated to recovering / resolving. Treatment and concomitant drugs were added. Incident : we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a 27-year-old female patient who had essure (batch no. 626347) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included morbid obesity, hypertension, anemia, cervicitis, uterine cervical metaplasia and bleed in luteal cyst. Concomitant products included amlodipine (norvasc) since 2008, atenolol since 2016, ferrous sulfate since 2017, hydrochlorothiazide and lisinopril. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("cramps") and headache ("headaches"). The patient was treated with surgery (total laparoscopic hysterectomy with right salpingo-oophorectomy. Salpingectomy. Lysis of adhesions). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fatigue, abdominal pain, abdominal pain lower, headache, vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal discharge and weight increased outcome was unknown and the genital haemorrhage was resolving. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Current weight: 275 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.1 kg/sqm. Biopsy endometrium - on (B)(6) 2017: no endometrial tissue; on (B)(6) 2017: benign. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: vaginal haemorrhage, lower abdominal pain, menorrhagia." Most recent follow-up information incorporated above includes: on 8-nov-2018: reporter information was added. Her demographics were updated. Her concurrent conditions were added. Her lab data was added. Essure indication was added. Essure insertion and removal date was added. Essure lot number was added. Her concomitant medications were added. Following events: abnormal bleeding (vaginal/ menorrhagia), dysmenorrhea, fatigue, vaginal discharge, weight gain and she did not undergo essure confirmation test were added. She was recovering from abnormal bleeding. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.